Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife called in to report a high blood glucose level event. The customer had recently been in the hospital because he broke his hip. The customer ran out of reservoirs and they needed replacements. The customer's blood glucose level was 597 mg/dl. The customer was sent replacement reservoirs, however nothing was returned.